Manufacturer narrative:
(B)(4) (eval method, result, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The pt got a skin burn on the calves during the examination of the thighs. No further info is available at the moment, but according our procedures this will be reported now nonetheless to meet reporting timelines.